Manufacturer narrative:
(B)(4).

Event description:
The procedure was performed as treatment for ami. The physician intended to use an euphora (rx) balloon to treat a slightly tortuous lcx lesion exhibiting 90% stenosis. The device was prepped and inspected with no issues noted. Negative prep was performed on the device before use. During the procedure, the physician attempted inflation with the relevant device at the lesion site. It was noted that the balloon of the relevant device failed to inflate on the first inflation. The physician removed the device from the patient without issue and it was observed that there was contrast leaking from the shaft. The physician switched to a non-mdt balloon as a replacement and the operation was successfully completed. There was no injury to the patient.

Manufacturer narrative:
Product analysis : the balloon folds were opened confirming the balloon had previously been inflated. Negative purge did not detect a leak. On pressurization of the device a leak was detected from the hypotube bond. A jet of water was observed leaking from underneath the proximal end of the bond. There were slight longitudinal lines visible along the bond. Negative purge was performed again and a leak was detected. The proximal edge of the bond was not as tapered as it would normally be . Sem imaging was performed and showed the proximal end of the bond was not completely tapered. The transition shaft was skived away. A small fibre was visible on the hypotube in the bond zone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.